Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 443 mg/dl at the time of incident. It was unknown whether the customer was using auto mode feature. Customer reported loss of communication between insulin pump and transmitter. The insulin pump will not be returned for analysis.